Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber malfunction. The fiber was removed and upon inspection a hole was identified. There was no patient complications.